Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
A copy of the medwatch report from FDA was received, which states, ¿ rn responded to IV pump alarming air in line in morning. Rn noted at this time that bottle empty and clear liquid puddle on floor. Rn opened door to channel. Inside of door very saturated with clear fluid. Appears that leak/break in line occurred inside of channel door." There was patient involvement but impact is unknown.